Manufacturer narrative:
The insulin pump was received missing the display window, with a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads.

Event description:
Customer reported cracks on the battery and reservoir area. Customer stated that the screen on the front of the protective layer is no longer there. Customer's blood glucose reading at the time of the call was 142 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.